Event description:
It was reported that patient suffered from hip dislocation.

Event description:
The surgeon replaced the previous implant with another bipolar component.

Manufacturer narrative:
The associated complaint device was returned. A clinical investigation concluded that this complaint reports a revision of a hip secondary to a ¿synergy and bipolar acetabular dislocation¿. Several unsuccessful attempts were made to obtain clinical/medical information. It was communicated that the records were not available. Visual examination of the femoral head revealed marking on the head apex. Examination of tandem bi-polar shell did not reveal any material transfer markings. Witness lines on the ID transferred from the backside of the polyethylene liner component were observed. Examination of the rings od sides revealed normal surface witness lines left by the machining process. Examination of the polyethylene liner upper od sides revealed normal witness liners resulting from the machining process. The liner side also revealed indentation marks from being engaged with the locking spikes in the metal shell. The ID exhibited some scoring in the bottom. The source could not be determined. The liner did not provide visual evidence of any variation in shape from original form or indicate any deviation from material or process specifications. In conclusion, a root cause for the dislocation cannot be concluded. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.